Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's girlfriend reported via phone call indicating high blood glucose readings and a button error on the insulin pump. The customer's blood glucose was 447 mg/dl. The customer's girlfriend stated that the buttons were not responding properly on the pump. The girlfriend stated that they inserted a new battery and the pump still alarmed button error. The girlfriend stated that the pump had a moist surface. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No moisture damage was noted inside of the insulin pump. The insulin pump was received with cracked battery tube threads, a broken belt clip slot and minor scratches on the display window.